Event description:
The facility biomedical technician reported an occlusion advisory displayed and a corneal burn occurred. Multiple attempts were made for additional information, and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system with no problems found. The system and handpiece were primed and tuned with no occlusion advisory displayed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to manufacturing equipment. A letter and copy of this industry article was provided to the customer.